Event description:
The following publication was reviewed: title: physician-modified inner-branched endovascular repair with re-intervention. Source: vascular. 2025;33(1):139-142. Doi:10.1177/17085381241236569. This is a case study of a 75-year-old man who underwent graft replacement of the ascending aorta using a 24 mm gelweave 17 years prior, graft replacement of the aortic arch with an elephant trunk using 26 mm j-graft shield neo 8 years prior, and thoracic endovascular aortic repair using 34 × 34 × 200 mm ctag and 34 × 34 × 200 mm ctag 4 months prior to the present complaint. The patient presented to the hospital with a thoracoabdominal aortic aneurysm (crawford¿s classification type IV). He had a history of multiple surgeries, chronic kidney disease, and pancytopenia. Due to the high surgical risk, it was performed a pmibevar. The physician-modified stent-graft was prepared to include the inner branch of the sma [superior mesenteric artery] was prepared using a 10 × 10 mm viabahn. The inner branches of the bra [bilateral renal arteries] were prepared using a 7 × 10 mm viabahn and securely affixed to the fenestration using prolene running 5-0 prolene sutures placed within the stent-graft. During the procedure, after unsheathing, the bridging stent-graft was not placed for the ca owing to its sufficient distance from the aortic aneurysm. The first inner branch endograft of the sma was expanded. A 9 × 58 mm lifestream was deployed from the inner branch. A similar procedure was performed for the left renal artery using a 7 × 37 mm lifestream. However, only a microcatheter could be inserted into the right renal artery (rra) owing to its ostial stenosis. Moreover, the bridging stent could not be placed in the rra due to the significant distance from the fenestration to the rra as well as the severe angulation. Therefore, coils were placed in the rra to prevent type ii endoleak, and the inner branch was occluded by deploying a 32 × 32 × 45 mm excluder aaa endoprosthesis at the level of the fenestration in the pmsg to prevent it from graduating to type iiic endoleak. Postoperative computed tomography angiography revealed an endoleak from the inner branch of the rra. It was hypothesized that the aortic cuff deployed at the level of the inner branch was not expanded enough as not to over-expand the excluder. Reintervention was performed, and the patient underwent embolization of the endoleak from the inner branch of the rra using coils. No further endoleaks and the patient was discharged without any indication of dialysis.

Manufacturer narrative:
Title: physician-modified inner-branched endovascular repair with re-intervention. Source: vascular. 2025;33(1):139-142. Doi:10.1177/17085381241236569. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.